Event description:
Healthcare professional (hcp) reports a fiber leak occurred in the middle of the treatment noted by a blood leak alarm on the dialysis device. The extracorporeal circuit was discarded and new disposables were used to continue the treatment without incident. The hcp reports no patient injury or medical intervention.